Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 (mg/dl). A bolus was delivered to address bg level. Reportedly, the customer believes their breakfast contributed to their elevated bg levels. The customer declined to complete troubleshooting with tandem technical support.